Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR bhr review lot 4145168. 1. The products of this batch were assembled at intima ii auto line 4 in (B)(6) 2024, and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4). 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusions no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. On (B)(6)2024, the medical staff used a bd closed IV indwelling needle device for the treatment of a patient with gi bleeding: gastric bleeding? Small bowel bleeding? Disease, in the normal operation of the use of the situation, the infusion of extravasation, resulting in the consequences of the right side of the venous thrombosis (complete type), the operator found that immediately stop using the product, took the magnesium sulfate external measures, the adverse event to the patient caused the right side of the noble vein venous thrombosis (complete type) injury.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4145168. 1-the products of this batch were assembled at intima ii auto line 4 in july 2024, and packaged at r240 package line in july 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.